Manufacturer narrative:
The device has been received by the manufacturer; however, the investigation has not yet begun.

Event description:
It was reported that during an etoposide infusion the device disconnected from where the spinning spiros is assembled to the tube for the insertion of the administration set causing a leak. It was reported that the chemotherapy medication splashed in the nurse's face while she tried to stop the leak. There was no harm reported. No additional information is available at this time.

Manufacturer narrative:
The complaint of disconnection on the returned new still in package 034-h2629 could not be confirmed or replicated. The returned new sample was tested per product specifications. There were no leaks anywhere along the fluid path. There was little to no residual torque observed that could have led to disconnection. At the bond location of the spiros to small-bore, there was sufficient solvent present. The tubing met product specifications and would not have led to disconnection. The returned new 034-h2629 met design and functional specifications. The device history review (DHR) for the reported lot number was conducted and there were no relevant non-conformances found that would have contributed to the reported event.